Manufacturer narrative:
If explanted, give date: to date the lens remains implanted however an explant is scheduled on (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt225 25.5 diopter intraocular lens (iol) is scheduled to be explanted on (B)(6) 2018 due to patient's symptoms of severe halos, glare and severe visual disturbances in both eyes (ou). The symptoms are causing severe migraines and the patient and is unable to accommodate. No further information was provided. This report pertains to the patient¿s left eye (os). A separate report will be submitted for the right eye (od).

Manufacturer narrative:
In review, it was noted that the following information was inadvertently not included in the initial and supplemental MDR reports; therefore, it has been captured in this report. Visual acuity pre-op (pre-initial implant): 20/200 (os) left eye. Visual acuity post-op (post-initial implant): 20/60 (os) left eye. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specifications. A search in complaint history was performed which revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation: yes. Returned to manufacturer on: 12/20/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.